Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a product incident report which states, "biomedical engineer @ austin health emailed bd, as below. Hi guys, I will need to book another unit to be looked at please.. I will mention that this unit in particular, was involved in a clinical incident. As a result, staff where clinically inconvenienced. No fatality as far as I know.. Please investigate and report back findings asap. Date of incident: (B)(6) 2021. Time: 11am. Serial no. (B)(4). Lvp's: (B)(4). Reported fault: bme preliminary checks: confirmed system error; log code 800.8000 I await your response regards (B)(6)". There was no injury to the patient.

Manufacturer narrative:
Omit: a070803 - failure to power up (1476), a25 - no apparent adverse event (3189), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, if other specify, imdrf annex a code, imdrf annex b code, imdrf annex c code, imdrf annex d code, imdrf annex g code, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. H3 other text : not applicable. Device evaluated by bd.

Event description:
Received a product incident report which states, "biomedical engineer @ austin health emailed bd, as below. Hi guys, I will need to book another unit to be looked at please.. I will mention that this unit in particular, was involved in a clinical incident. As a result, staff where clinically inconvenienced. No fatality as far as I know.. Please investigate and report back findings asap. Date of incident: (B)(6) 2021 time: 11am serial no. (B)(6). Lvp's = 14863202 & 15884229 reported fault: bme preliminary checks: confirmed system error; log code 800.8000 I await your response regards david lazare". There was no injury to the patient.